Event description:
It was reported that balloon rupture occurred. The 98% stenosed, diffuse target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery (ata). A 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced for dilatation and was inflated at the proximal side of the lesion. However, on the first inflation, the balloon ruptured. The physician completely removed the devices from the patient and exchanged with another 1.5mm x20mm x143cm coyote¿ es balloon catheter which failed to cross the lesion. The procedure was completed with a 1.0mmx60mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. There were numerous shaft and hypotube kinks. Magnified inspection of the balloon revealed a pinhole in the balloon material at the proximal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-05629.